Event description:
It was reported that patient presented in the emergency room after receiving several aborted and delivered hv therapies. Egms revealed noise on the lead. The ICD was explanted and replaced. Further information is not available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents and enhancement to the reporting criteria going forward.